Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: device thrombosisadditional text: power surges/ pt. Started on heparin therapyspecific component(s) involved: other component malfunction, specifyadditional text:other component: possible thrombosiscausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : heparin therapytype: lvad.